Manufacturer narrative:
Date of event estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2024-07398 and 1627487-2024-07399 and 1627487-2024-07400. It was reported that the patient's leads had migrated, which was confirmed via imaging. As a result, the patient was experiencing ineffective therapy. Surgical intervention took place where the leads were explanted and replaced to address the issue. Effective stimulation was restored.